Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site- reg#. The device was not returned for analysis. Factors that may contribute to a guide break/detachment include, but not limited to, high angle of insertion, excessive downward force, aggressive downward or torsional pressure or challenging anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, upon insertion of the proglide device, the proglide separated in the middle of the black portion, below the guide wire exit port. Manual arterial compression was applied until the patient was sent to the operating room. A cut down was performed to retrieve the separated portion of the proglide device. Digital compression was applied once the artery were surgically exposed. The artery was primarily sutured after the separated portion of the perclose was removed. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. The patient remained in the ICU at the hospital post procedure and later discharged from the hospital. No additional information was provided.